Event description:
It was reported via phone call that the customer was using the auto mode feature at the time of the reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and also states that their blood glucose was going up already. Customer's blood glucose value was 51 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer states they got a weird vibration on insulin pump and had inter processor communication error during basal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states they perform a self-test and insulin pump passed the self-test. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.